Event description:
A malfunction alarm, specifically alarm 9, was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, which did not exceed critical thresholds. Technical support assisted the customer in loading a new cartridge from a new box, which enabled the customer to successfully resume insulin delivery. The customer was advised to call back if the problem recurred, and new cartridges were sent as a precaution.